Event description:
Cusotmer reported receiving a blood glucose result of 101 mg/dl on their freestyle meter and then was sent tot he hosp. Upon arriving at the hosp, a lab blood glucose result of 53 mg/dl was reported. The comparisons were obtained within 10 mins. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's products have been requested back for an investigaiton.